Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose was 284 mg/dl after pausing ilet therapy and not resuming it following a meal; after advising the user to allow glucose to regulate, the agent later confirmed glucose at 165 mg/dl and guided a factory reset. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.